Manufacturer narrative:
The insufflator was installed on a golden system and the "invalid tube set" message was not triggered. The fault was not replicated but confirmed in the event logs.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the surgical staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the insufflator was shutting down every few minutes. The customer stated that they had started the case with a bad tube set. The customer installed the next tube set and they were getting an invalid tube set message with a flashing yellow light, and it would turn off every few minutes. The customer could turn it back on and it would turn off/time out every few minutes. The tse suggested to get another tube set out of a different lot number than the last two tube sets. The customer elected to just keep turning it back on every few minutes to get through the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the insufflator to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.